Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the calcified proximal circumflex (cx) artery. Following pre-dilatation with an emerge balloon catheter, a 4.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal, it was noted that the stent was sliding off the balloon. The stent was then deployed in its current location between the distal left main (lm) artery and proximal cx artery. Subsequently, a kissing balloon technique was performed in the lm, left anterior descending (lad), and cx arteries to ensure complete apposition of the stent to the vessel wall. The procedure was completed with no patient complications reported.